Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was reported that the cartridge became stuck in the pump cartridge compartment. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a cartridge issue.